Manufacturer narrative:
Product analysis #235673356: analysis was unable to confirm the customer comment that the programmer was taking a long time to interrogate and to show, the parsing file was checked and no sluggish performance was found. The hard drive was reimaged and the software reloaded and updated. It was noted that the programmer intermittently generated an error and therefore the hard drive was replaced. The programmer failed its common mode/wrist electrode test and it was noted that the electrocardiogram connector was loose and therefore the link electronic module board was replaced and calibrated, however the stylus would not select and therefore the stylus was replaced and calibrated. The device then passed its functional and systems tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was taking a long time to interrogate and to show. The programmer was returned for service and a software upgrade. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.